Event description:
As reported by the user facility: reports nurse inserted IV catheter into pt, withdrew needle engaged safety device, and set down on table, when cleaning up picked up needle and it stuck her hand, followed needle stick policy, pt was positive for hepatitis c. Customer discarded in sharps container at time of incident. (B)(4).